Manufacturer narrative:
Concomitant product(s): product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer reported via the manufacturer representative that they had a power on reset (por) that may have been due to electromagnetic interference. A clinician programmer was used to reset the calendar and time. A sudden return of symptoms and pain pattern was noted. The patient reported getting a 0x400 por code and lost stimulation at the time of the por. The patient was seen by a manufacturer representative and the implant was interrogated and cleared and the clock was verified as good. The issue was resolved. The indications for use were non-malignant pain and failed back surgery syndrome.